Manufacturer narrative:
Investigation results: per the log review, the reported complaint was confirmed for the pump being unresponsive. The reported event could not be duplicated. Review of the log displayed there was a system alarm 75 on (B)(6) 2013 at 11:32:45 am. The pump turned off and was powered back on. At 11:32:50 am there was a system alarm 123 and a system alarm 76 at 12:41:00 pm indicating the battery had been removed. Volumetric testing: duplicated customer run of 13ml/hr with a volume of 250.2ml. Fentanyl was selected form the drug library. Ran the pump for 24 hours with active wireless and results did not display any errors. The cause of the event is unk. Corrective and preventative action ((B)(4)) has been initiated. Performed preventative maintenance service.

Event description:
Event: infusing in pacu, fentanyl drip =1.0mcgl/ 100.0ml at 130mcg/hr 250.2ml total volume. Pump alarmed, infusion stopped, keypad was unresponsive, just clicking heard. Alarming stopped when power button was pressed, but pump did not shut down, pump switched out, no pt injury. Service rep had to remove battery to shut pump off. No alarm number able to be identified when pump alarmed in pacu.